Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The customer reported the following: "when inserting the screw into the bone, at the start of tightening, the screw (head) spontaneously broke off. It was removed and replaced. Actions: screw removed then replaced. Financial loss + increased operating time.".

Event description:
The customer reported the following: "when inserting the screw into the bone, at the start of tightening, the screw (head) spontaneously broke off. It was removed and replaced. Actions: screw removed then replaced. Financial loss + increased operating time."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: screw was received with a broken head. The recess of the screw shows significant deformation marks in clockwise direction which indicates excess torque being applied to the screw while tightening which most probably led to the snapping of screw head intra-operatively. The first thread in the shaft below the broken head is also plastically deformed, however, it cannot be confirmed whether this happened during screw insertion or extraction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on investigation, the root cause was attributed to a usage related issue. The event was caused by over torquing the screw while tightening. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported the following: "when inserting the screw into the bone, at the start of tightening, the screw (head) spontaneously broke off. It was removed and replaced. Actions: screw removed then replaced. Financial loss + increased operating time."

Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.